Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a documented blood glucose of 52 mg/dl and approximately 30 minutes below range; the user treated with oral carbohydrates (sweet tarts) and asked whether to announce a meal during the low. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included self-management at home without medical intervention, hospitalization, or ketone testing. Investigation included complaint handling with user education and troubleshooting, and assignment for additional training. Investigation of this case revealed no device alarms or alerts and no device malfunction identified, with the cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.